Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 1/30/2017. Device returned to manufacturer: yes. Device evaluation: the complaint unit was received in the original folding carton. The cartridge component was observed correctly engaged into lower body of the device. There is no assembly error on the returned unit. Visual inspection at 10x microscope magnification was performed. The lens was observed stuck and overridden near the loading zone. No defects were detected on the cartridge. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) would not completely advance out of the inserter. The iol was removed from the eye and replaced with another iol of the same model. There was no incision enlargement, sutures or patient injury. No additional information was provided to abbott medical optics.